Event description:
A physician reported the injection and aspiration of viscous fluid control (vfc) (silicone) were unusual, especially aspiration was unavailable during the procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. A turbid viscous fluid control (vfc) tubing set with the syringe and a gray tip plunger was returned and was visually inspected. The other components were not returned. In the returned condition, the gray tip plunger was in the bottom of the syringe barrel. The viscous fluid control (vfc) tubing set was tested with a lab 25 gauge (ga) infusion cannula using a console. The plunger performed smoothly; radio frequency identification (rfid) connection to the console and the syringe to the adaptor/tubing was securely engaged, not detached. The pressure was stable in both injection and extraction settings. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).